Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support after being unable to scan a new continuous glucose monitor sensor because the insulin pump was not paired to the patient¿s phone. The patient was guided through re-pairing the pump and successfully scanning and activating the new sensor. It was explained that the cgm offline message would clear after the sensor warm-up period and that insulin dosing had paused during this time. The patient reported not having a glucometer available to check blood glucose and stated that the previous sensor had ended earlier and a new sensor was not applied until after dosing had stopped. The patient was unsure when dosing stopped but denied feeling symptoms of high blood glucose. The patient was informed that insulin dosing would resume once the sensor warm-up was complete, and understanding was confirmed. No health effects were reported, and the patient declined a follow-up call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.